Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the instrument's adapter was broken. It was reported that the device broke, the device was difficult to unload, and the device did not fire. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic wedge resection, the device was unable to fire. The green button could not be pressed and handle could not be squeezed. The cartridge was unable to unload and it broke at the joint. Another handle and reload were used to resolve the issue in order to complete the case. There was no patient injury.